Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a temperature alarm after working outdoors. The customer was able to successfully clear the alarm. The following day, the customer received a second temperature alarm while sleeping, and the customer was unable to clear the alarm. Reportedly, the pump was not exposed to extreme temperatures. The customer's blood glucose level was 350 mg/dl. The customer removed the pump and administered a manual injection. Subsequently, a malfunction alarm occurred. Reportedly, the customer has manual injections as alternate insulin therapy.